Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error icon. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Receiver unit did not boot up. The data log was retrieved after the unit was opened, hardware related failures were observed. The customer complaint of error icon displayed was confirmed. The root cause could not be determined.